Manufacturer narrative:
Correction: while troubleshooting the imaging system, the medtronic representative noted that a frame rate error message was appearing on the imaging system, as noted in MDR 1723170-2017-03895. The interface (umbilical) cable was replaced to resolve the frame rate error. Following replacement of the cable, the reported communication issue could not be replicated by the medtronic representative.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. A medtronic representative went to site to test the equipment. Representative reported that a umbilical cable was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect umbilical cable has not been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure the site was received a green line of communication between the imaging system and navigation system. The navigation system could detect patient frame and imaging system trackers but during image acquisition an error was displayed and the exam would not transfer to navigation system. The procedure was completed with the use of imaging. There was a delay of less than 1 hour no impact on patient outcome.